Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer¿s had a sensor replace and sensor updating alert for the 20 sensors. The customer received sensor updating which might contribute to the high blood glucose. The customer reported that they did receive a sensor updating or sensor glucose not available alert. The customer did not receive a calibration not accepted alert. The customer was unable to run test on transmitter. The insulin pump was turned off due to cosmetic damage. The sensor will be returned for analysis. The insulin pump, infusion set, and the reservoir will not be returned.